Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In this case, the valve was implanted for over nine (9) years and demonstrated only mild pvl. The reported event cannot be confirmed; however, is likely that this event was impacted by the patient's underlying valvular disease. The patient also required an aortic root replacement. It is likely that the surgeon elected to replace the aortic valve during the same procedure. On occasion, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for nine (9) years and two (2) months, was explanted due to mild perivalvular leak and aneurysm of the aortic root, ascending aorta and arch. Per medical records, this case involved a (B)(6)year-old male with history of aortic stenosis, copd, avr, hiv, hepatitis, hyperlipidemia, pneumonia, and tobacco abuse. He presented with hiv, mild perivalvular leak, aneurysm of the aortic root measuring 5.3 cm, ascending aorta and arch. He underwent an avr and aortic root replacement using an edwards pericardial valve and 26mm valsalva dacron graft with hemi-arch placement. He was weaned from cpb. It was noted that surgery went well without complications and he was discharged in hemodynamically stable condition on pod #3.